Event description:
The customer reported that a falsely elevated potassium (k) result was obtained for one patient on the dimension vista 500 analyzer with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista 500 analyzer. The repeat result was lower, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated potassium (k) result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00114 on 29-march-2024. Correction: siemens updated sections b5 and d4 to reflect the correct analyzer serial number used for the initial testing. Additional information (15-apr-2024): siemens reviewed the information provided, and the falsely elevated result was associated with the following errors: e142 imt error, e531: above panic range, e142: e-verify error (na_k_failure). The customer stated that the samples were yellow and clear, and there was no sample issue. A review of the integrated multisensor technology (imt) data shows that the dilution check factor was 0.9938 and within the normal range (0.99-1.020). Imt data also indicates that all the imt consumables were the same while processing patient samples, and there was no reagent issue. Siemens noted that the customer observed measurement errors when running controls, inspected the imt probe, and found it clogged with gel. The customer replaced the imt probe, performed auto-alignment, and primed the system. The customer reran quality control (qc) and stated that the results were within range and there were no errors. Siemens concluded that the potential cause for the falsely elevated potassium (k) result was the gel clogged in the imt probe. The analyzer performs as specified, and no further action is required.

Event description:
The customer reported that a falsely elevated potassium (k) result was obtained for one patient on the dimension vista 500 analyzer with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista 500 analyzer. The repeat result was lower, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated potassium (k) result.

Manufacturer narrative:
The customer reported that a falsely elevated potassium (k) result was obtained for one patient on the dimension vista 500 analyzer with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista 500 analyzer. The repeat result was lower, considered correct, and reported to the physician(s). Siemens noted that the customer flushed the imt (integrated multisensor technology) and vent probes with bleach and hot water, and the imt module alignment failed. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a successful power flush and alignment, replaced the imt peristaltic tubing, ran a system check and qc (quality control), and observed measurement errors. The cse inspected the imt probe and it was clogged with gel. The cse performed additional services, which included replacing the probe, performing auto alignment, priming the analyzer, running a system, and no issue was noted. The customer reran qc and noted the results were within the specified ranges and with no measurement errors. The cause of the falsely elevated potassium (k) is unknown. The analyzer performs as specified, and no further action is required.